Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) informed from pharmacy technician that the medstation had no hardware failures and was fully operational. The system functioned as intended after the field service engineer assessed the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers were not opening; after entering orders and confirming medication details, the drawers remained stuck and medications could not be dispensed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.